Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose and concentration not reported via an implantable pump. The patient¿s medical history included strokes which were prior to the pump. The indications for use were not reported. The patient stated that he missed a refill when the medicine did not come in on time. No patient symptoms and no further complications were reported.